Event description:
Hosp staff changed pt circuit and turned on ventilator. The ventilator was on but it did nothing; it did not alarm. Staff turned ventilator off and on and when the ventilator was on it still did nothing and there was no alarm. Staff bagged pt and connected pt to another ventilator.